Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the device was installed at the user facility on (B)(6) 2018 and was repaired in (B)(6) 2019 to replace the ns-unit. The reported event may have been caused by mishandling the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that after cleaning and sterilization, it was found that the exterior from the distal end was damaged and a small part was missing. The missing part was not found. There was no report of patient injury associated with the event. Then, olympus inspected the device at the service department of olympus (B)(4) and confirmed the reported phenomenon. The bending section rubber and bending tube were damaged, and the metal inside was sticking out. The parts did not fall.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the following from the photos sent by olympus (B)(4). The bending tube was damaged. The bending section rubber around the damaged part of the bending tube was broken and a part of it was lost. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides the implementation of a leakage test after cleaning the endoscope and the implementation of an inspection of the external surface of the entire insertion section. The user can properly detect the reported event by handling the device according to the instruction manual. In addition, the instruction manual provides warnings about operating the angulation control lever with excessive force and inserting the insertion tube with excessive force. The user can reduce / prevent the occurrence of the reported event by handling the device according to the instruction manual. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the following information, the bending tube may have been damaged by the user operating the bending section with excessive force. According to the device inspection result, the bending tube was damaged. According to the instruction manual, pushing the insertion section with excessive force can damage the bending section. In the past similar cases, the user operated the bending section with excessive force, causing the bending tube to break and stick out of the bending section rubber. According to CAPA (B)(4), the bending tube is broken by the user inserting the device into the lower kidney calyx or ureter with excessive force while the bending section is bent. In addition, based on the following information, the bending section rubber may have broken due to the broken bending tube, and a part of the bending section rubber may have lost during reprocessing or handling. According to the device inspection result, the bending section rubber was cut around the damaged part of the bending tube, and a part of it was lost. The reported event was found after reprocessing. If additional information becomes available, this report will be supplemented.